Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose level at the time of incident was 49 mg/dl. Customer's current blood glucose was 161 mg/dl. Customer was treated with food. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was active at time of low blood glucose event. Customer stated that the insulin pump was over delivering. The device will not be returned for analysis.